Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture is not available at this time. Ge healthcare?s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. A quote for replacement of the bag-to-vent switch was issued to the customer but has not been approved to date.